Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported the 2.5 x 23mm xience prime stent was implanted in the moderately calcified, moderately tortuous left anterior descending lesion and a distal dissection occurred. Another stent was implanted to treat the dissection. There were no adverse patient sequalae. No additional information was provided.